Manufacturer narrative:
Age, sex, weight and ethnicity are unknown/no information has been provided. (B)(6). Device history record (DHR) review was performed. No related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot. All devices meet material, assembly, and performance specifications at the time of product release. A field service engineer (fse) visited the site and performed full system checkout. The fse cut some gels with the gantry to the left and also to the right. The results were identical. The fse found no issues with the system. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced late onset diffuse fibrosis of the left eye. It occurred at least one month postoperatively, remained stable and has not led to any vision loss, any significant debris/epithelial cells/dlk. There is not improvement with steroids.